Event description:
Information received via medtronic indicated that the reservoir had air bubble anomaly. The customer stated that air bubbles in the reservoir were bigger than soda pop or champagne size. No leak was observed. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was observed. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.